Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer missing, with the drivers exposed and with the knife recess below the cartridge deck. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an exploratory laparotomy procedure, on the first firing when stapling the driver¿s came out but it did not seal; there was no evidence of staples. The device fully cut. Sutures were used to complete the anastomosis. No patient consequences were reported.

Manufacturer narrative:
(B)(4).